Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 9fr hickman d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A s-shaped split was noted on the white luer extension leg, proximal to the clamping sleeve. The catheter felt abnormally elastic when it was gently pulled and stretched throughout. Upon infusion, a leak was observed from the s-shaped split on the extension leg was observed. No water was observed exiting the distal end. Aspiration was attempted and was successful as water fully returned within the attached in-house syringe. Therefore, the investigation is confirmed for the reported fracture, leak and identified burst issue. However the investigation is inconclusive for the reported aspiration difficulty and flushing issue as the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. Furthermore, however, clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ten months and ten days post a port placement, when flushed the lumen it was noticed that saline was leaking out at an obvious split in the lumen. It was further reported that the patient had blood cultures (acinetobacter nosocomialis) and exposed to external contamination. Reportedly, patient had symptoms of sepsis including fever and rigors. Blood cultures from the hickman showed gram positive cocci and antibiotics were given. Reportedly, the port was removed. The current status of the patient was unknown.

Event description:
It was reported that ten months and ten days post a port placement, when flushed the lumen it was noticed that saline was leaking out at an obvious split in the lumen. It was further reported that the patient had blood cultures (acinetobacter nosocomialis) and exposed to external contamination. Reportedly, patient had symptoms of sepsis including fever and rigors. Blood cultures from the hickman showed gram positive cocci and antibiotics were given. The port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.